Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch (ams) and low pacing impedance. No interventions were performed. The patient was stable.